Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an unknown xience xpedition stent was implanted and the stent delivery system was removed. When removing the non-abbott guide wire, the guide wire became stuck and when pulled on, the guide wire damaged the implanted stent and the tip of the guide wire separated. It is unknown how the separated portion of the guide wire was removed from the anatomy or if it remained in the patient. The procedure was completed, and the patient was sent to surgery for an unspecified reason. No additional information was provided.